Event description:
It was reported that the customer had a powerglide pro midline cath by bard malfunction during insertion. The guidewire coiled up outside of the sheath. Additional information: event did not involve an urgent/life threatening medical situation, no patient harm. Device malfunction was noticed by inserting rn and removed immediately. Event did not interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient. 08/17/2023 it was found during an investigation that microscopic inspection of the damaged region revealed the catheter split edges to be bulging outwards.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed. One 20 ga powerglide pro was returned with package information indicating lot: regz0651. The catheter and wings were returned separated from the needle and housing. The catheter was found to be damaged with a section of the of the guidewire loop protruding from a longitudinal split. The split was located 1.5 cm from the distal end. Microscopic inspection of the damaged region revealed the catheter split edges to be bulging outwards. The damage appears to be consistent with damage caused by retraction of the catheter against the needle bevel. The product instructions for use (IFU) warns, "warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter." Since the catheter and guidewire appear to have been damage as a result of retraction against the needle bevel, the complaint is confirmed. H3 other text: evaluation findings are in section h11.